Event description:
It was reported that during an anterior cervical revision for a failed non-synthes medical device the awl broke on the back table. The patient was not affected. The patient is reported to be in good condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Age corrected from (B)(6). Placeholder.

Event description:
During an anterior cervical revision the angled awl from the zero-p set broke off while the surgeon was placing the zero-p at the c6-c7. The surgeon used pick ups to grab the broken piece. A backup awl was available and there was no delay in the procedure. This was a revision to a previous anterior plate that was used to fuse c3-c6. The original plate was a competitors device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: the results of the manufacturing evaluation show that the pointed tip is broken off; the broken off portion is missing. All measurable dimensions which are relevant to the complaint source were checked and found to meet to the specifications. This complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted. (B)(4).